Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. The unit also passed the self test and unexpected restart error test. All operating currents are within specification. The off no power alarm functions properly. No motor error alarms were noted. However, the unit was unable to prime during the prime/ compromised force sensor system test due to a faulty force sensor resistor. The occlusion test and excessive no delivery test could not be performed due to the prime/fill anomaly. The motor was tested outside of the device and passed. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with two motor errors. The patient's blood glucose at the time of incident was 10.8 mmol/l. Troubleshooting was initiated for the motor error alarms. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The insulin pump was able to rewind properly. The customer was also admitted into the hospital with a blood glucose of 16.0 mmol/l and diabetic ketoacidosis. The hospitalization was caused by the customer inserting the infusion set the wrong way. The insulin pump was returned for analysis and a replacement device was shipped to the customer.